Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electromagnetic interference on the implantable cardioverter defibrillator (ICD) may have caused the oversensing/nosie on the right ventricular (rv) lead. The device remains in use. No patient complications have been reported as a result of this event.